Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
The customer complained that all the device warning icons are displayed and the device is inoperative. There was no pt use associated with the reported event.